Event description:
A 28 mm diameter x 16 mm diameter x 13.5 cm length aneurx bifurcated stent graft and its components were implanted into pt for the endovascular treatment of an abdominal aortic aneurysm in 2004. Aneurysm size at time of implant is unknown. It was reported that there was a type I endoleak due to moderate angulation in the aortic neck. The physician angioplastied the endoleak but the endoleak did not resolve. The physician elected to place a palmaz stent and the endoleak was partially resolved. The physician then implanted an aortic 28 mm cuff and upon final angiogram the endoleak was resolved. No clinical sequelae were reported, and the pt is reported to be fine.